Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the claw was not functioning correctly and unable to secure the syringe. There was no patient involvement.

Event description:
It was reported that the claw was not functioning correctly unable to secure the syringe. There was no patient involvement.

Manufacturer narrative:
Omit: g04091 - mount. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf g code and manufacturer narrative root cause: housing assembly was recommended to replace during this technical walkthrough. The customer was asked to return the device to service for repair. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.